Event description:
The account generated (B)(6) on a patient sample that repeated nonreactive using two different architect analyzers. Patient (B)(6): tested architect (B)(6) but repeated (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2013-00161, under a different suspect device. (B)(4). The investigation showed the architect i2000 r2 pipettor was replaced as splash was observed; the r2 buffer pump, vortexer #3, r1/r2 wash valve were also replaced. Instrument service history showed a similar issue approximately 2 weeks prior to the current complaint, the wash zone manifold was replaced at that time. Replacement of parts is common to address fluidics issues which can affect results; no adverse trends were identified involving the pipettor. Current labeling provides adequate troubleshooting assistance for erratic results. Based on the available information, a deficiency of the system was not identified.